Event description:
It was reported that this pacemaker had entered safety mode. Subsequently, this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Ingenio/accolade battery shorting associated with torn tube insulation were likely caused by sharp notch corners on the tab portion of the cathode collector. A change that rounded these sharp notch corners was implemented in june-2018.

Event description:
It was reported that this pacemaker had entered safety mode. Subsequently, this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.